Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration of the essure device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), back pain ("lower back pain"), pelvic pain ("chronic pelvic pain") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy due to complications from the essure). Essure (ess205) was removed. At the time of the report, the fallopian tube perforation, device dislocation, infection, back pain, pelvic pain and nausea outcome was unknown. The reporter considered back pain, device dislocation, fallopian tube perforation, infection, nausea and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 26-dec-2018: legal claim received. Specified event was provided. On (B)(6) 2005 plaintiff underwent the essure procedure. Plaintiff has suffered perforation, migration of the essure device, infections, lower back pain, chronic pelvic pain, and nausea. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation\ perforation (fallopian tube(s))') and device dislocation ('migration of the essure device/ migration of essure device location of device: ectopic location (l tubal ostia)') in a 50-year-old female patient who had essure (ess205) (batch no. 12280950) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with nova sure". The patient's medical history included gallbladder infection (cholecystectomy surgery), umbilical hernia (hernia repair surgery), dysmenorrhea, pelvic adhesions and lumbar strain. Concurrent conditions included kidney stone (lithotripsy procedure), psoriatic arthritis (stelara), flank pain, abdominal pain, epigastric pain, vomiting, ureteral calculus, lithotripsy, renal disease and medullary sponge kidney. Concomitant products included apremilast (otezla), dexlansoprazole (dexilant), esomeprazole, famotidine, hydrocodone bitartrate;paracetamol (norco), naproxen (naprosyn), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), ranitidine hydrochloride (zantac), sucralfate (carafate), tamsulosin hydrochloride (flomax) and ustekinumab (stelara). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pelvic pain/ pain/ pelvic pain/ pelvic area pain"), depression ("depression/ psychological or psychiatric problems- condition: depression") and anxiety ("mental anguish/ psychological or psychiatric problems- condition: mental anguish"). In (B)(6) 2016, the patient experienced urinary tract infection ("infections/ infection (bladder/ urinary tract/vaginal) type: urinary tract"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 years 5 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain/ back area pain") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy ). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, urinary tract infection, nausea, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache outcome was unknown and the back pain and pelvic pain was resolving. The reporter considered anxiety, back pain, depression, device dislocation, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: multiple bilateral calcifications are scattered throughout calyces of each kidney. No hydronephrosis or acute retained ureteral or bladder calcifications. No acute abdominal or pelvic findings. Cholecystectomy noted.; on (B)(6) 2015: bilateral non obstructing renal calculi. 2 mm right lower lobe lung nodule, stable compared to prior study. 2 mm right middle lobe lung nodule. This was not visible on the prior study though may not have been within the imaged field; on (B)(6) 2017: remonstration of multiple bilateral non obstructive nephroliths measuring up to 3 mm in size, with no evidence of hydronephrosis or ureterolithiasis. No acute intra-abdominal inflammatory abnormality. Normal appendix. Remonstration of malpositioning of the left-sided tubal occlusion device. Computerised tomogram pelvis - on (B)(6) -2017: small bilateral renal calculi as above. Bilateral fallopian tubal occlusion devices. Question of ectopic position of the left fallopian tubal occlusion device, stable compared to prior. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: plaintiff fact sheet and medical records received : lot number added. Events added- vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, uterine perforation, medical device monitoring error. Event ¿infection nos¿ was updated to ¿urinary tract infection¿. Verbatim ¿migration of essure device location of device: ectopic location (l tubal ostia)¿ clubbed with ¿device dislocation¿. Outcome of events ¿pelvic pain, back pain¿ updated to ¿recovering / resolving¿. Patient¿s medical history, concurrent conditions and lab details added. Concomitant products added. Explant date added. Event onset dates updated. Reporter information, patient details, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation\ perforation (fallopian tube(s))') and device dislocation ('migration of the essure device/ migration of essure device location of device: ectopic location (l tubal ostia)') in a 50-year-old female patient who had essure (ess205) (batch no. 12280950) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with nova sure". The patient's medical history included gallbladder infection (cholecystectomy surgery), umbilical hernia (hernia repair surgery), dysmenorrhea, pelvic adhesions, lumbar strain, upper abdominal pain, gastritis, nephrolithiasis, ureteral calculus, left lower quadrant pain, frequency of micturition, dysuria, hematuria, cyclic vomiting syndrome and lumbar strain. Concurrent conditions included kidney stone (lithotripsy procedure), psoriatic arthritis (stelara), flank pain, abdominal pain, epigastric pain, vomiting, ureteral calculus, lithotripsy, renal disease and medullary sponge kidney. Concomitant products included apremilast (otezla), dexlansoprazole (dexilant), esomeprazole, famotidine, famotidine;ibuprofen (duexis), hydrocodone bitartrate;paracetamol (norco), naproxen (naprosyn), naproxen sodium (naprosyn), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium), potassium citrate (urocit-k), ranitidine hydrochloride (zantac), sucralfate (carafate), sulfamethoxazole;trimethoprim (bactrim), sulfamethoxazole;trimethoprim (septra), tamsulosin hydrochloride (flomax) and ustekinumab (stelara). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pelvic pain/ pain/ pelvic pain/ pelvic area pain"), depression ("depression/ psychological or psychiatric problems- condition: depression") and anxiety ("mental anguish/ psychological or psychiatric problems- condition: mental anguish"). In (B)(6) 2016, the patient experienced urinary tract infection ("infections/ infection (bladder/ urinary tract/vaginal) type: urinary tract"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 years 5 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain/ back area pain") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, nausea, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache outcome was unknown, the urinary tract infection had resolved and the back pain and pelvic pain was resolving. The reporter considered anxiety, back pain, depression, device dislocation, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: 1 .multiple bilateral calcifications are scattered throughout calyces of each kidney. No hydronephrosis or acute retained ureteral or bladder calcifications. 2. No acute abdominal or pelvic findings. 3. Cholecystectomy noted.; on (B)(6) 2015: 1. Bilateral non obstructing renal calculi. 2. 2 mm right lower lobe lung nodule, stable compared to prior study. 3. 2 mm right middle lobe lung nodule. This was not visible on the prior study though may not have been within the imaged field; on (B)(6) 2017: remonstration of multiple bilateral non obstructive nephroliths measuring up to 3 mm in size, with no evidence of hydronephrosis or ureterolithiasis. No acute intra-abdominal inflammatory abnormality. Normal appendix. Remonstration of malpositioning of the left-sided tubal occlusion device.. Computerised tomogram pelvis - on (B)(6) 2017: 1. Small bilateral renal calculi as above. 2. Bilateral fallopian tubal occlusion devices. Question of ectopic position of the left fallopian tubal occlusion device, stable compared to prior. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis a. Bilateral fallopian tubes, bilateral salpingectomy: - benign fallopian tubes with no significant pathologic change identified. B. Appendix, appendectomy: - benign appendix with fibrous obliteration.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, pelvic pain, nausea, back pain. Lot number:12280950 manufacture date: 2005-03 expiration date: 2007-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration of the essure device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), back pain ("lower back pain"), pelvic pain ("chronic pelvic pain") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy due to complications from the essure). Essure (ess205) was removed. At the time of the report, the fallopian tube perforation, device dislocation, infection, back pain, pelvic pain and nausea outcome was unknown. The reporter considered back pain, device dislocation, fallopian tube perforation, infection, nausea and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation\ perforation (fallopian tube(s))') and device dislocation ('migration of the essure device/ migration of essure device location of device: ectopic location (l tubal ostia)') in a 50-year-old female patient who had essure (ess205) (batch no. 12280950) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with nova sure". The patient's medical history included gallbladder infection (cholecystectomy surgery), umbilical hernia (hernia repair surgery), dysmenorrhea, pelvic adhesions and lumbar strain. Concurrent conditions included kidney stone (lithotripsy procedure), psoriatic arthritis (stelara), flank pain, abdominal pain, epigastric pain, vomiting, ureteral calculus, lithotripsy, renal disease and medullary sponge kidney. Concomitant products included apremilast (otezla), dexlansoprazole (dexilant), esomeprazole, famotidine, hydrocodone bitartrate;paracetamol (norco), naproxen (naprosyn), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), ranitidine hydrochloride (zantac), sucralfate (carafate), tamsulosin hydrochloride (flomax) and ustekinumab (stelara). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pelvic pain/ pain/ pelvic pain/ pelvic area pain"), depression ("depression/ psychological or psychiatric problems- condition: depression") and anxiety ("mental anguish/ psychological or psychiatric problems- condition: mental anguish"). In (B)(6) 2016, the patient experienced urinary tract infection ("infections/ infection (bladder/ urinary tract/vaginal) type: urinary tract"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 years 5 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain/ back area pain") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, urinary tract infection, nausea, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache outcome was unknown and the back pain and pelvic pain was resolving. The reporter considered anxiety, back pain, depression, device dislocation, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: 1 .multiple bilateral calcifications are scattered throughout calyces of each kidney. No hydronephrosis or acute retained ureteral or bladder calcifications. 2. No acute abdominal or pelvic findings. 3. Cholecystectomy noted.; on (B)(6) 2015: 1. Bilateral non obstructing renal calculi. 2. 2 mm right lower lobe lung nodule, stable compared to prior study. 3. 2 mm right middle lobe lung nodule. This was not visible on the prior study though may not have been within the imaged field; on (B)(6) 2017: remonstration of multiple bilateral non obstructive nephroliths measuring up to 3 mm in size, with no evidence of hydronephrosis or ureterolithiasis. No acute intra-abdominal inflammatory abnormality. Normal appendix. Remonstration of malpositioning of the left-sided tubal occlusion device.. Computerised tomogram pelvis - on (B)(6) 2017: 1. Small bilateral renal calculi as above. 2. Bilateral fallopian tubal occlusion devices. Question of ectopic position of the left fallopian tubal occlusion device, stable compared to prior. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation\ perforation (fallopian tube(s))') and device dislocation ('migration of the essure device/ migration of essure device location of device: ectopic location (l tubal ostia)') in a 50-year-old female patient who had essure (ess205) (batch no. 12280950) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with nova sure". The patient's medical history included gallbladder infection (cholecystectomy surgery), umbilical hernia (hernia repair surgery), dysmenorrhea, pelvic adhesions, lumbar strain, upper abdominal pain, gastritis, nephrolithiasis, ureteral calculus, left lower quadrant pain, frequency of micturition, dysuria, hematuria, cyclic vomiting syndrome and lumbar strain. Concurrent conditions included kidney stone (lithotripsy procedure), psoriatic arthritis (stelara), flank pain, abdominal pain, epigastric pain, vomiting, ureteral calculus, lithotripsy, renal disease and medullary sponge kidney. Concomitant products included apremilast (otezla), dexlansoprazole (dexilant), esomeprazole, famotidine, famotidine;ibuprofen (duexis), hydrocodone bitartrate;paracetamol (norco), naproxen (naprosyn), naproxen sodium (naprosyn), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium), potassium citrate (urocit-k), ranitidine hydrochloride (zantac), sucralfate (carafate), sulfamethoxazole;trimethoprim (bactrim), sulfamethoxazole;trimethoprim (septra), tamsulosin hydrochloride (flomax) and ustekinumab (stelara). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pelvic pain/ pain/ pelvic pain/ pelvic area pain"), depression ("depression/ psychological or psychiatric problems- condition: depression") and anxiety ("mental anguish/ psychological or psychiatric problems- condition: mental anguish"). In (B)(6) 2016, the patient experienced urinary tract infection ("infections/ infection (bladder/ urinary tract/vaginal) type: urinary tract"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 years 5 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain/ back area pain") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, nausea, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache outcome was unknown, the urinary tract infection had resolved and the back pain and pelvic pain was resolving. The reporter considered anxiety, back pain, depression, device dislocation, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: 1 .multiple bilateral calcifications are scattered throughout calyces of each kidney. No hydronephrosis or acute retained ureteral or bladder calcifications. 2. No acute abdominal or pelvic findings. 3. Cholecystectomy noted.; on (B)(6) 2015: 1. Bilateral non obstructing renal calculi. 2. 2 mm right lower lobe lung nodule, stable compared to prior study. 3. 2 mm right middle lobe lung nodule. This was not visible on the prior study though may not have been within the imaged field; on (B)(6) 2017: remonstration of multiple bilateral non obstructive nephroliths measuring up to 3 mm in size, with no evidence of hydronephrosis or ureterolithiasis. No acute intra-abdominal inflammatory abnormality. Normal appendix. Remonstration of malpositioning of the left-sided tubal occlusion device. Computerised tomogram pelvis - on (B)(6) 2017: 1. Small bilateral renal calculi as above. 2. Bilateral fallopian tubal occlusion devices. Question of ectopic position of the left fallopian tubal occlusion device, stable compared to prior. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis a. Bilateral fallopian tubes, bilateral salpingectomy: - benign fallopian tubes with no significant pathologic change identified. B. Appendix, appendectomy: benign appendix with fibrous obliteration. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, pelvic pain, nausea, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event infections/ infection (bladder/ urinary tract/vaginal) type: urinary tract updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.